Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The subject valve remains implanted to the patient, therefore, the root cause of this event could not be confirmed. Although the root cause cannot be confirmed, the reported severe aortic stenosis was likely due to the calcification noted by the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of approximately 5 years and 1 months, due to aortic stenosis secondary to calcification. Per the operative report, a transvenous pacemaker was placed into the rv apex. Initial balloon valvuloplasty was performed. During the aortic valvuloplasty the patient was paced at 170-180 beats a minute so that the aortic pressure was less than 50 mmhg and there was a low pulse pressure around 10 mmhg. Following balloon valvuloplasty attention was then turned to implantation of the percutaneous aortic valve. A 23 mm edwards-sapien pericardial bioprosthesis was advanced through the sheath under fluoroscopic guidance. Following placement of the valve across the aortic annulus the patient was paced, contrast was injected and the valve was partially deployed. After determining good positioning the valve was fully deployed. Following valve deployment, aortic root angiography and transesophageal echocardiogram revealed good placement of the valve with minimal perivalvular regurgitation. There were no surgical complications and the patient was transferred to cv ICU in stable condition. Per the discharge summary, the patient was extubated in the evening of day of surgery without difficulty. On postop day 2, chest tube was removed without difficulty. The patient was transferred to stepdown unit in postop day 3. The patient had gone in atrial fibrillation which was treated and converted to normal sinus rhythm. The patient was ambulating well and was off all oxygen prior to discharge. The patient was discharged home on (B)(6) 2012.